Event description:
A consumer reported that the consumer had doubt in authenticity of lenses. Customer stated that eyes were a bit watery. The next day it happened again. When the second pair of lenses were removed, the right eye became very watery. The ophthalmologist examined the eye and diagnosed with corneal erosion on the right side. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. There were no deviations or events identified that could have led to the reported complaint events, therefore, a specific root cause associated with the manufacturing process was not identified. The manufacturer internal reference number is: (B)(4).